Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the full lead was returned and breached depression was found through out the outer insulation. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008, w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which continued to rise over time. It was also noted that the rv lead exhibited an impedance lead warning and high impedance and a polarity switch were noted. It was also reported that the right atrial (ra) lead exhibited a unipolar impedance warning, high impedance and a polarity switch. The rv and ra leads were explanted and replaced. It was further reported that the lead impedance warning, high impedance and polarity switch noted on the right atrial (ra) lead and right ventricular (rv) lead were not due to a malfunction on leads but due to the leads being disconnected from the device. The ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.